Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad not working, "only v shows up", which was verified during evaluation. The evaluator found the 4,5, 7, and 8 keys functioned intermittently. The cause was determined to be an external influence. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad on a spectrum pump was not working and only "v" would show up during testing in the biomed service department. There was no patient involvement. No additional information is available.